Event description:
Related manufacturer reference number: 2017865-2025-11122. It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise oversensing resulting in multiple noise episodes. Both the ra & rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.